Event description:
Healthcare professional (hcp) reports 2 fiber leaks noted by blood in the dialysate compartment during middle of patient treatment. The hcp reports tmp and venous pressure was noted to be within normal limits and the patient's access was functioning adequately at the time of the incident. New disposables were used to continue the treatments without incident. Estimated blood loss = 150cc. The dialyzers were reused 14 and 8 times prior to the reported events. Hcp reports no patient injury or need for medical intervention.